Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after the customer was biking with the pump in a waist bag, the pump touchscreen was found to be cracked. Customer's blood glucose was 100 mg/dl. Reportedly, customer reverted to using an alternate method of insulin therapy.